Event description:
Pt sustained fracture of left femur in 12/84. On 12/13/84, open reduction internal fixation with medial displacement osteotomy was performed utilizing a 135 degree angle 8 hole side plate and 2 1/4" lag screw. She presented in ER on 12/14/95 complaining of pain in her lower left extremity. X-rays revealed evidence of broken lag screw. Subsequent evaluation revealed the presence of a subcapital fracture of the left femur which necessitated surgery for removal of the compression hip device followed by insertion of a bipolar endoprosthesis.